Manufacturer narrative:
Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a cerebrovascular accident (cva) resulting in left sided hemiparesis and difficulty speaking. The patient¿s compliancy to warfarin therapy was reportedly not optimal. It was reported that one week prior to the event the patient¿s inr was 1.3 and upon admission to the ed, the patient's inr was 1.6. The patient¿s white blood cell (wbc) count was elevated and the patient continued with a previously unreported chronic driveline infection. It was reported that on (B)(6) 2015, the patient had positive pseudomonas cultures. In response to the infection, the patient was treated with cipro and an increased frequency of dressing changes was prescribed. A computed tomography (CT) revealed a right cerebral lesion. The patient was started on IV heparin. Log files submitted to the manufacturer's technical services representative for review showed that the pump was operating as expected on (B)(6) 2016, the date of the reported cva, as well as the remainder of the log file. The patient remained hemodynamically stable in guarded condition. The patient requested do not resuscitate (dnr) status. On (B)(6) 2016, the patient expired due to renal failure.

Manufacturer narrative:
No equipment was returned for evaluation. An autopsy was not performed and the pump was not explanted. A direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. The instructions for use lists driveline infection, stroke, neurologic dysfunction, renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.